Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: - were there any consequences for the patient? If so, please describe. There were no consequences for the patient. - when did the suture needle come off or come off (in the packet, during removal of the packet, during handling before use on the patient, or during use on the patient)? It was detached during manipulation before being used on the patient.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. At the moment the doctor was going to pass the needle holder the suture detached, that is the thread separated from the needle. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2024. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. During the visual inspection of the detached needle, the swage area was noted with marks probably caused by a surgical instrument. There were remnants of the suture in the needle hole. The received suture was inspected, and one of the extremes was noted to be broken and smashed near the broken area probably caused by a surgical instrument. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.